Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not duplicate the error pipetting a dummy plate. Fse verified proper tip pick up and eject, plunger clamp and holding forces. No problems were noted with the accessories. However, the fse replaced the tip clamp, plunger clamp, splld spring, and compression spring in position #2 as a preventive measure. The instrument is operating as expected.

Event description:
The microlab at plus 2 instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.